Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity of one year was not as expected. The power consumption was higher than expected. A new follow up was scheduled. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The data shows the patient had high amount of atrial tachy burden. This device remains in service. No adverse patient effects were reported.